Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in germany as follows: it was reported that on (B)(6) 2022, the cage did not move from the inserter after implant placement. Surgery was delayed by 30 minutes as a result of this event. The surgeon removed the cage with the inserter and used a cage from a different company. The procedure was then completed successfully. No further information is available. This report involves one implant inserter. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h4 the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Part # let30100 lot # e19di1312 supplier: eit ¿ batch1: lot qty of 240 units were released on 06 may 2020 with no discrepancies. No ncrs were generated during production. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the cage llif hi h 14mm 0deg 45/18, was stuck at the tip of the inner shaft of the implant inserter, p/n: let30100. The complaint device exhibits signs of normal use. A dimensional inspection was unable to be performed due to not being applicable to the complaint condition. A functional test to disassemble the devices, was conducted. It was discovered that the cage was stuck at the tip of the inner shaft. It was not possible to turn the knob to loosen the inner shaft, therefore, the devices could not be disassembled. The complaint condition was replicated. Since it was not possible to disassemble the device, a root cause for this failure mode can not be established. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the implant inserter, p/n: let30100 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.